Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) unit had a strong smell, and they found that the rubber had melted into the light assembly holder. There was no patient injury, death, or surgical delay reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.